Event description:
When attempting to treat a lesion in the obtuse marginal branch the cypher stent would not cross the lesion. When the physician attempted to pull the stent delivery system (sds) back into the guidecatheter (6fr. Sl4) the stent dislodged in the circumflex (cx). The pt is a male. The target lesion was the mid left circumflex which gives rise to a second and reasonably small obtuse marginal, about 2mm in diameter, which is patent. The circumflex essentially continues as a large caliber obtuse marginal branch. At the av groove, the circumflex is a very small vessel that continues distally. Following diagnostic angiography, the pt was given a bolus of angiomax, followed by maintenance infusion. The circumflex and obtuse marginal was wired with a .014 cm wire. The circumflex was pre-dilated with an apex balloon. Following dilation, there was residual 40% stenosis. The physician attempted to advance a cypher stent to the lesion, but it would not cross. When attempting to pull the stent delivery system (sds) out of the vessel, the stent came off the balloon and remained in the circumflex. The distal end of the stent was just proximal to the stenosis in the obtuse marginal. The stent was then deployed in this position with a 2.5 and 3.0 apex balloon. The stented segment had a residual stenosis of 0%. Beyond the stent, the obtuse marginal continued to have a residual of approximately 40%. The physician attempted to pass a balloon into the segment but was unable due to severe angulation and tortuosity not seen in angiography. The pt remained in stable condition. The pt had no symptoms and no electrocardiographic changes were noted.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot # was not available, device history record review could not be performed.